Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced large claw, tube drive, wiper seal, barrel clamp, flange gripper retainer, rt iui and lower housing. Plunger gripper recall completed. A review of the device history record for sn(B)(4) was performed from (B)(6) 2015 to (B)(6)2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to customer damage of the large claw shaft. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer.

Event description:
The customer reported broken syringe claw. There was no reported patient involvement.

Event description:
The customer reported broken syringe claw. There was no reported patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced large claw, tube drive, wiper seal, barrel clamp, flange gripper retainer, rt iui and lower housing. Plunger gripper recall completed. A review of the device history record for sn14371254 was performed from 4/14/2015 to 8/26/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to customer damage of the large claw shaft. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer.